Manufacturer narrative:
D4 - primary unique device identifier (UDI) (B)(4). H4 - device manufacture date: 16-jun-2023. H6 - type of investigation (b): 10. Investigation findings (c): 114. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found visible damage to the lens but foreign material on lens surface, specifically fibers. Dimension inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -4.0/0.5/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B5 - the lens was exchanged with a same model and length lens on (B)(6) 2024 due to refractive surprise. This resolved the problem. Reportedly that status of the eye is "all good" and "patient is happy". Claim # (B)(4).